Manufacturer narrative:
Sample from the patient was submitted for further investigation and no interfering factors were found.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on a centaur analyzer, analytical e module analyzer, and a cobas e411 analyzer on (B)(6) 2015. Of the data provided, only the free thyroxine (ft4) and free triiodothyronine (ft3) results were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the ft3 assay. Information concerning if any result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number and expiration date were requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. The observed differences in values between the roche and siemens could be due to the different setups of all assays, the antibodies used and the variances in reference methods. The results of all thyroid parameters vary in function with the patient's age, gender and other population characteristics which should be taken into account when comparing results for thyroid assays.